Event description:
It was reported that the lead threshold had increased since implant a month prior. Lead repositioning was unsuccessful, so the lead was replaced.

Manufacturer narrative:
No medwatch form was received.